Event description:
An infusion pump that "failed" while on a pt undergoing a cardiac surgery. The pump was reported to "work fine on channel a, but channel b failed and started beeping". The nurse stated that no pt injury or need for medical intervention. Although attempts were made by baxter quality management to obtain additional info from the reporting facility, details were not available regarding pt demographics, pt status and diagnosis, set up of the pump, medication involved, serial number of the device, or the type of failure.